Event description:
Foley catheter placed in pt and a few minutes later rn noticed that catheter was broken in 2 pieces. When attempting to remove remaining part of catheter in pt resistance was left & small pieces of catheter broke off. Pediatric urologist was consulted and recommended injecting mineral oil into balloon of catheter and wait. This was done and catheter was voided out into diaper with remaining part intact.